Event description:
The user received erroneous estradiol results on a cobas e601 for a female patient undergoing in-vitro fertilization process. A sample from (B) (6) 2009 generated a result of 675 pg per ml. A sample from (B) (6) 2009 generated a result of 1208 pg per ml. A sample from (B) (6) 2009 generated a result of greater than 4300 pg per ml. The customer did a 1:5 dilution of the sample from (B) (6) 2009 on the cobas e601 with a result of 700 pg per ml. The sample undiluted and 1:5 diluted were retested on the e601 again and the same results were received. The samples from (B) (6) 2009 and (B) (6) 2009 were sent in another lab which uses an abbott system with the following results: sample from (B) (6) 2009 = 367 pmol per l (100 pg per ml); sample from (B) (6) 2009 = 1041 pmol per l (284 pg per ml). No information was provided to determine which results were reported or if the patient was adversely affected. If additional information is received, appropriate notification will be provided.

Manufacturer narrative:
The investigation confirmed the user's results when retesting the samples from (B) (6) 2009 and (B) (6) 2009. The results for the sample from (B) (6) 2009 were: from the e170: undiluted = 1346 pg/ml; 1:5 dilution = 526 pg/ml. From the e411: undiluted = 1456 pg/ml; 1:5 dilution = 539 pg/ml. The result for the sample from (B) (6) 2009 were: from the e-170: undiluted = 3967 pg/ml; 1:5 dilution = 648 pg/ml. From the e411: undiluted = greater than 4300 pg/ml, 1:5 dilution = 732 pg/ml.